Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed a battery compartment crack. Investigation revealed the display screen was dim and discolored. There was evidence of keypad contamination found under all key contacts. Evaluation revealed all keypad buttons were appropriately responsive. The keypad was found to be intact; no peeling or lifting was observed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack; the display screen was dim and discolored; contamination was found under all keypad contacts. This report is made based on results of the investigation performed on (B)(6) 2016.